Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.

Event description:
Customer reported that the smartsite set poked a hole in the side of the injection port of a baxter dextrose bag causing a leaking solution. No pt harm or medical intervention occurred. No further pt/event info was reported.